Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the passage of hemostasia of the cruent area of the resection of basocellular carcinoma, a complication occurred in which the patient had burn in the nasal tip, nasogenian groove, nasal wings, upper skin lip and medial edges of the cheeks. The burn was immediately washed with 1000 cc of saline solution and occlusive cutting with micropore, put medical adhesive and pain modulation with acetaminophen. It was also noted that during the surgical procedure, a surface second degree burn complication occurred because the oxygen interactions with the electrocautery. There was a fire under the patient's facemask.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the passage of hemostasia of the cruent area of the resection of basocellular carcinoma, a complication occurred in which the patient had burn in the nasal tip, nasogenian groove, nasal wings, upper skin lip and medial edges of the cheeks. The burn was immediately washed with 1000 cc of saline solution and occlusive cutting with micropore, put medical adhesive and pain modulation with acetaminophen. It was also noted that during the surgical procedure, a surface second degree burn complication occurred because the oxygen interactions with the electrocautery. The two devices were used in the same patient and the same surgery. They do not know but the patient suffered a burn and the idea was to know what practice was done wrong or if the devices failed. There was a fire under the patient's facemask.